Event description:
Reporter indicated that vns pt passed away. The pt was found dead in a bath tub approx 3 days after death. The death certificate listed the immediate cause of death as seizure. The manner of death was listed as natural. No autopsy was performed. There is no evidence at this time that the ncp system caused or contributed to the reported event.